Manufacturer narrative:
One device was received for investigation. The housing contained minor nicks and cracks around the battery compartment. The device was functionally tested. The device operated as intended. The reported complaint is not confirmed. Device will be scrapped or sent back to customer unrepaired because of obsolete component. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit does not cycle. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.